Event description:
It was reported that this right atrial (ra) lead has triggered several lead safety switch alerts due to pacing impedance low, out of range. A lead integrity issue was considered. They have the patient on medicines for atrial arrhythmias various atrial tachy response (atr) events were recorded which appear as originated due to artifact while programmed in bipolar configuration. Different programming options were considered, and the patient will visit the clinic where impedance would be sampled with maneuvers. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.